Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure of the atrial lead, the patients blood pressure was dropping and cardiac tamponade was confirmed. After the drainage procedure, blood pressure was recovered. The procedure was completed. The patient was recovering and being monitored in the intensive care unit. A chest x-ray revealed that the lead did not perforate the cardiac wall.